Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was white images. A white image indicates a loss of image quality with poor contrast and/or density. Uninterpretable images may produce non-diagnostic quality images. There is no report of injury or death associated with the event described in this complaint.